Event description:
It was reported that the patient with this left ventricular (lv) lead experienced electrical stimulation on all vectors. The physician considered replacing this lv lead. Additional information has been requested but was not provided at this time. This lv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).